Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "tubing leaking at set. Venofer dripping on floor with leak patient harm: no. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No. Adverse effects were reported. Additional information is needed to complete the investigation.